Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain) and constipation, which warranted hospitalization and antibiotic therapy. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn indicated the cause of the peritonitis could be the constipation discovered during radiological testing. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is found in the mucus membranes, axillae, and on the skin of humans, and transmission of the bacteria to the peritoneum frequently occurs during a touch contamination event. Additionally, cases of corynebacterium peritonitis are frequently caused by poor hand hygiene and touch contamination events, as corynebacterium belongs to the natural flora of human skin. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the anticipated continued use of the device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital due to peritonitis. Follow-up with the pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc count = 632 cells u/l) were collected, and the patient was formally admitted. The patient was treated with vancomycin 1000 mg (route, frequency, duration not provided) and is recovering from the serious adverse events. The peritoneal effluent fluid culture results returned positive for methicillin resistant staphylococcus epidermidis and corynebacterium, and the patient¿s antibiotic was continued. As of (B)(6) 2026, the patient remains hospitalized and is continuing to undergo ccpd for rrt. Per the pdrn, the cause of the peritonitis is unknown; however, the patient underwent a kub x-ray and was noted to have constipation. Based on the follow-up documentation, there is no allegation that a fmcrtg device(s) and/or product(s) malfunctioned or was deficient in any way. Per the pdrn, the patient will resume utilizing the same liberty select cycler following discharge.